Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported of occlusion on the reservoir. The customer's blood glucose reading was 8 mmol/l. The customer stated that she cannot fill the tubing on her infusion set while pushing on the plunger of her reservoir. The customer was advised to change her reservoir. The product was not returned for analysis.